Event description:
It was reported that a pt underwent a gynecological procedure on (B)(6) 2010. During the procedure, the handpiece was working at first, then the motor drive unit sounded like it was sputtering with not much torque and not working well. There were no adverse pt consequences.

Manufacturer narrative:
(B)(4). Insufficient drive of disposable. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is one of two medwatches submitted for this device. See also medwatch 2210968-2009-01115. The same device is represented in each medwatch as it was involved in two events.